Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for the treatment of spinal pain and failed back surgery syndrome. It was reported that the patient's programmer stopped working, and they experienced poor communication even after replacing the batteries several times. Their device showed poor communication for the past week, which was when the patient last felt stimulation. It was noted that the patient had not recently been implanted or had revision surgery. The antenna was unplugged and the programmer placed directly over the device site on the skin, but there was no telemetry with or without the antenna and the issue was not resolved. No symptoms were reported for the patient and no further complications were reported or anticipated.